Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient unit was not updating in the pyxis server. A technical support specialist (tss) dialed into the server and checked the patient, was still showing in 3ni (0357, 3n) and had not transferred to 5s. Tss ran the patient cast query to review the transaction and advised the user to resend the transfer messages. Tss explained the findings and sent an email; the customer acknowledged. The customer reported that the patient's room had updated, though user were unsure how. The patient was later discharged, and no further assistance was needed. The customer authorized closing the case. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient unit (room, bed) not updated. Customer stated that patient was transferred from 3n1- 357 to 5s - 505 on (B)(6) 2026 at 14:38, as of (B)(6) 2026 at 09:16, the patient's room was still showing as 3n1-357 in the pyxis server, even though the patient had been in room 505 since (B)(6) 2026 at 14:38. This caused confusion for nurses since the patient's profile did not populate in the 5s pyxis the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.